Event description:
All attempts for further information have been unsuccessful to date.

Event description:
An abstract titled 'corpus callosotomy versus vagus nerve stimulation in children with refractory epilepsy: one center's experience' was received. The abstracted noted that one study participant got an infection and needed the pulse generator replaced. At this time no further information is available.

Manufacturer narrative:
(Abst. 1.286 ), 2012 corpus callosotomy versus vagus nerve stimulation in children with refractory epilepsy: one center's experience. Authors: k. Havens, a. Yaun, t. Zelleke, t. N. Tsuchida, p. Pearl, j. Conry, a. Kao, w. D. Gaillard, d. T. Depositario-cabacar, inst: children's national medical center.